Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for lot codes 2164133 and 2160025 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for lot codes 2164133 and 2160025 did not reveal any related manufacturing anomalies. A complaint database search could not be conducted on the cup as the required product and lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/16/2014- pfs and medical records received. After review of the medical records the revision operative note indicated pain, metallic stained synovium, and corrosion on the back of the liner. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges pain, clicking/popping and elevated levels of cobalt and chromium. It is also alleged that during the revision surgery, the surgeon noted corrosion on the backside of the liner, metallic stained synovium and a tissue mass.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.